Event description:
It was reported that a large volume infusor did not deliver the entire contents after 48 hours. The issue was identified during patient infusion with a chemotherapy drug. There were no visible kinks or damages to the intravenous (IV) line and no issues with the venous access device; it was patent with blood return. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the lot was manufactured from february 04, 2022 - february 07, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.